Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter. During treatment, after all stent grafts were implanted, an angiography revealed damage of the right common iliac artery. To treat it, additional stent graft was implanted to extend to the right external iliac artery. The patient tolerated the procedure. The physician stated that the right common iliac artery was in poor condition. There was a feeling of damage to the artery during the touch-up. Blood pressure and vitals were normal and the bleeding could be stopped with protamine, but it was decided to implant an additional stent graft to extend to the right external iliac artery just to be safe. Reportedly, calcification was observed at the location of the damaged right common iliac artery.